Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to close all running background applications, reset the bluetooth, and to reinstall the g5 application. No additional patient or event information is available.